Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence. On (B)(6) 2021, the patient underwent a vaginal sling removal due to exposed mesh. During the surgery, a small white, foreign body in the anterior vaginal wall approximately 1-1/2 cm from the urethral meatus was revealed. This is grasped with an allis clamp and gentle traction applied. A crystalline debris fragmented away from the underlying mesh. A metzenbaum scissors was used to attempt to tunnel along the mesh beneath the vaginal mucosa. This was accomplished for a few millimeters before severing the mesh on the patient's left side. Gentle traction continued to be applied and an approximately 5 mm tunnel was created and the vaginal mucosa on the patient's right side thus drawing down the suburethral mesh. This was severed with the metzenbaum scissors. An additional smaller fragment of mesh was extracted in both small fragments of mesh were sent to pathology per hospital protocol. There was a very small amount of bleeding from the dissection on the patient's right side. The entire area was flushed multiple times with betadine and evaluated. The suburethral area in direct contact with the exposed mesh was well epithelialized, having granulated in and healed clearly some time ago. The vaginal epithelium had surrounded the lateral aspects of the mesh and there was no evidence of erythema or infection. There was no active bleeding and the procedure was concluded. Reportedly, the patient was transported to the recovery room in stable and satisfactory condition having tolerated the procedure well.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of the mesh revision surgery. This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.